Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure using the rotarex catheter in the passage sfa. During the procedure, the catheter breaks in the continuity of the system, the stretching part of the system was separated fortunately on the guidewire and in the introductor.

Manufacturer narrative:
H11: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter 80207_fa084881_241098_rotarex s 8 f x 110 cm were returned for evaluation and and were physically investigated. During physical investigation a catheter was received. The helix was found broken at 23 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported failures. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, g3, h6(device, component, method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotorex catheter in the passage sfa. During the procedure, the catheter breaks in the continuity of the system. Additionally, the stretching part of the system was separate, fortunately on the guidewire and in the introductor. It was further reported that the device allegedly had aspiration issues. The device was removed with a guidewire, kros surgical procedure.